Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead and competitor device exhibited high pacing thresholds, variable pace impedances, and loss of capture (loc). A revision procedure was performed wherein the lead was surgically abandoned and replaced. No adverse patient effects were reported.